Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The intended procedure was a therapeutic tracheoscopy.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope was leaking and displayed a blackout image. The event occurred during reprocessing. The intended procedure was a tracheoscopy. The procedure was completed with another device. The patient was not under sedation and there was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of leakage was not confirmed. The allegation of blackout image was not confirmed. In addition, the insertion section was slightly discolored and scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is presumed to temporarily occurred by accumulated electrical stress due to influence of repeated energization, over current due to accidental application of static electricity. We could not specify or presume any further therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.